Manufacturer narrative:
Pump received with blank display due to moisture damage electronic assembly. Unable to perform the displacement test due to blank display. No moisture damage found on the motor, battery tube and vibrator assembly however, moisture damage was found on the keypad traces during visual inspection. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump got wet from swimming and has a constant audible tone that cannot be cleared. Customer's blood glucose was 190 mg/dl at the time of incident. Troubleshooting was done for fluid in pump but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.